Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced an epithelial band causing two raw surgical surfaces of the anterior - posterior repairs to heal together, difficulty urinating, slow flow and leakage and urinary retention. A transection of the vaginal epithelial band under general anesthesia was performed. A catheterization followed by an incision of the midurethral sling and cystoscopy were also performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.